Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was supplied 50cc inflation driveline tubing. Upon return, the distal end of the teflon sheath was noted at approximately 32.5cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Upon further inspection of the iabc bladder, an abnormal surface was noted on the iabc bladder; however, no leak site was identified at the location of the abnormal surface. The appearance of the abnormal surface on the iabc bladder is consistent with being damaged/pinched. A bend to the iabc central lumen was noted at approximately 29cm from the iabc distal tip. Dried blood and dried yellow media was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the iabc helium pathway. The customer picture was reviewed; the product/serial number identified in the picture matches the returned/reported product/serial number. Furthermore, the damage showed to the iabc bladder in the photo was reviewed and is consistent with the returned sample. Additionally, the photo showed the iabc inflation driveline tubing with spots of dried blood within the inflation driveline tubing. The returned 50cc inflation driveline was visually inspected. Some small specks of dried blood and condensation was noted within the inflation driveline tubing, nearest the pump connection (connection between the intra-aortic balloon pump and inflation driveline tubing). No other blood was noted within the returned inflation driveline tubing, including the nearest area close to the iabc connection (connection between the iabc and inflation driveline tubing. The dried blood noted in the inflation driveline tubing did not come from any iabc leak, as no leaks were noted from the iabc during the investigation; however, the dried blood likely entered the inflation driveline tubing from the pump due to a previous event of blood back up in the pump. An email follow up was sent to the teleflex rep to follow up with the pump(s) involved in the event. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0074in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test, and it was tested more than once with the same results. The iabc was connected to an iabp with a 50cc lab inventory inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 45 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device histo ry record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint for "possible iab abrasion" is not confirmed. During the investigation, no leaks were detected from the intra-aortic balloon catheter (iabc), and no trace of blood was noted within the helium pathway of the iabc. The iabc passed functional test specifications. During review of the customer photos and returned driveline tubing, the driveline tubing had small spots of dried blood within the tubing nearest the pump connection. The dried blood likely entered the inflation driveline tubing from the pump due to a previous event of blood back up in the pump. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that there was a possible iab abrasion. As a result, the iab was removed. The report states, "opposite femoral used two days later. Patient is advancing to ECMO later today or tomorrow." No patient injury or consequence. See associated MDR 3010532612-2023-00078.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a possible iab abrasion. As a result, the iab was removed. The report states, "opposite femoral used two days later. Patient is advancing to ECMO later today or tomorrow." No patient injury or consequence. See associated MDR 3010532612-2023-00078.